Event description:
An 8 mm diameter x 30 mm length bridge assurant biliary stent was inserted for use in a patient for treatment of an iliac artery lesion in 2002. It was reported that the device would not pass through the hemostatic valve of a 6 f cordis brite tip sheath. The 6 f sheath was removed and a 7 f sheath was placed. The procedure was successfully completed with the same device. No clinical sequelae were reported, and the patient is reported to be fine.